Manufacturer narrative:
The fenestrated bipolar forceps has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a part of the tip's accessory broke off and fell. The customer retrieved the debris that fell into the abdomen and performed irrigation. The customer tried to fit the broken pieces together. The surgery continued by taking out additional backup instruments. The remaining accessory was so loose that there was concern it might fall off during the subsequent cleaning and reprocessing (as observed when fitting the broken pieces outside the surgical setting). The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task was performed at the time the fragment fell inside the patient underwent dissection. It is unknown what the surgeon believes was the cause of the instrument breakage. It is unknown how long the instrument was in use. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall inside the patient due to instrument tip or accessory collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the cannula or the instrument was noted after the event. The fragments were retrieved during the same procedure, and it was visually confirmed that no fragments were left behind. No additional surgical procedure was required to remove the fragments. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining foreign objects. The instrument is available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken molded insulator on the upper jaw. The broken pieces measured approximately 5.85mm x 1.55mm and 2.16mm x 2.73mm in sizes and were returned with the instrument. A dislodged grip tip was observed that was still attached to the instrument. Failure analysis found detached fragment due to the broken molded insulator.